Manufacturer narrative:
No sample is available for evaluation. A review of the complaint log shows that this is the only complaint associated with the reported lot number. Manufacturing review of the device history record for the reported lot shows that all units were quality released on (B)(6) 2018 having met all internal qc acceptance requirements. The exact root cause cannot be conclusively determined. However, it can be noted that the ecm device was placed on a wet lap for approximately 5-7 minutes. The condition of the wet lap and how much solution the ecm device was exposed to while on the wet lap is unknown.

Event description:
On (B)(6) 2018 it was reported that an ecm for vascular repair device was implanted on a female patient during a common femoral endarterectomy. The ecm was soaked in saline for 1 minute and 24 seconds, then placed on wet lap for approximately 5-7 minutes. After the case was complete, the physician informed the aziyo technical sales representative that while the ecm worked great, a corner of the product had delaminated. The physician stated that he had sewn through all of the ecm layers and put an extra stitch in the corner. The ecm was sutured to the patient's tissue and no adhesive agents were used. The physician also waited extra time to make sure there was no bleeding at the corner of the product. The physician said he was not concerned about the performance of the ecm. According to the physician, the event was not related to the procedure and possibly related to the ecm device.